Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently there is disease progression, moderate tortuosity in the iliac limbs, and coils were implanted in the abdominal aortic aneurysm on an unknown date for an unknown reason. There is mild calcification in the iliac limbs. The patient presented to the physician with abdominal pain. A recent CT revealed that the abdominal aortic aneurysm has expanded to 9 cm in diameter (unknown previous size but large in diameter, per the physician), there is a type iii endoleak, separation between the bifurcated stent graft and the contralateral iliac limb. The patient was brought in for intervention. The angiogram/fluoroscopy confirmed the type iii endoleak separation. The physician elected to implant an endurant iliac limb 16x16x156 and the type iii endoleak, separation was resolved. No additional clinical sequelae were reported and the patient is fine. Review of the returned films was completed. A single returned angiogram image (non-contrast) showed that the ipsilateral limb was placed in the left iliac. The contra limb had pulled out of the gate, and the limb was crossing over the ipsilateral limb into the right iliac. Coils were also visible in several locations within the aaa sac. Post-implant angiogram image (with contrast) showed no endoleak following re-lining of the gate with an endurant limb. The cause of the limb separation is uncertain. Earlier post-implant images were not provided, and the amount of device overlap with the gate at implant is unknown. It is possible that aneurysm morphology changes may have also contributed.

Event description:
Additional information was received for this case. The patient has an endoleak of an unknown origin. The physician had previously thought it was a type 2 endoleak and had dozens for coils placed into the aneurysm. The endoleak was still noted on the next follow-up CT after the coiling. The physician decided to implant a proximal aortic cuff in hope that it is a type 1a endoleak. Currently the aortic neck has moderate angulation. The aneurysm is currently 7.4 to 8 cm in diameter. The physician implanted an endurant 36x36x49 proximal aortic cuff and the proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films); evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; disease progression, moderate tortuosity in the iliac limbs); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression, moderate tortuosity in the iliac limbs).